Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen of the insulin pump went blank, the night prior to the pone call. The customer inserted new battery but the device did not react. The customer stated that the battery cap was damaged at the groove that's used for tightening. The customer tried the same battery and eventually the insulin pump worked. The customer's blood glucose was 6.4 mmol/l. The customer was advised that due to the damage a replacement would be sent to them. Nothing further was reported.